Manufacturer narrative:
Correction: product analysis summary: the partial lead was returned in segments, analyzed, and the outer and inner insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2004.

Event description:
It was reported there was a possible insulation break of the right atrial (ra) lead. The lead remained in use. It was further reported the patient is deceased and died in a manner unrelated to the device system. Additional information related to the lead insulation issue was attempted and not received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.